Manufacturer narrative:
H.6. Investigation: : no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9140733. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were "hard to read" during use for the "visually impaired" consumer, who had to use a magnifying glass. Additionally, it was reported that the syringe barrel was "longer" and the needle was "shorter" than other syringes used. The following information was provided by the initial reporter: "consumer stated she brought the syringe box that was advertised, when she was using it, scale mark was hard to read, she is visually impaired she had to use the magnifying glass. Consumer stated in this item, the barrel is longer and needle is shorter than the ones she uses. Consumer uses 328440 syringes. 8mm, 3/10 ml. 30ml."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were "hard to read" during use for the "visually impaired" consumer, who had to use a magnifying glass. Additionally, it was reported that the syringe barrel was "longer" and the needle was "shorter" than other syringes used. The following information was provided by the initial reporter: "consumer stated she brought the syringe box that was advertised, when she was using it, scale mark was hard to read, she is visually impaired she had to use the magnifying glass. Consumer stated in this item, the barrel is longer and needle is shorter than the ones she uses. Consumer uses 328440 syringes. 8mm, 3/10 ml. 30ml."